Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon vertically ruptured at the distal part at 10atm within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a longitudinal tear identified over the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues in the hypotube. A visual and tactile examination identified no issues in shaft polymer extrusion. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues noted with this device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon vertically ruptured at the distal part at 10atm within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.